Event description:
It was reported that needle clipping device safe clip did not cut the needles. This was discovered during use. The following information was provided by the initial reporter: custodian reports that in the month of may / 2020 (date not exact), the device does not work as it does not cut the needles, as if it had lost its edge.

Manufacturer narrative:
H.6. Investigation summary customer returned a photo of a safe clip attempting to clip a pen needle. Customer states that the device does not work as it does not cut the needles, as if it had lost its edge. The photo was examined and it is difficult to determine if the sample is able to properly cut a cannula solely from the photo. As per DHR provided by manufacturing, ¿according with the DHR review information above, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1).¿ bd was not able to confirm the customer¿s indicated failure as it is difficult to determine if the sample is able to properly cut a cannula solely from the photo. H3 other text : see h.10.

Event description:
It was reported that needle clipping device safe clip did not cut the needles. This was discovered during use. The following information was provided by the initial reporter: custodian reports that in the month of may / 2020 (date not exact), the device does not work as it does not cut the needles, as if it had lost its edge.

Manufacturer narrative:
The following fields have been updated with additional information: the manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: na d.4. Medical device lot #: 7177532 h.4. Device manufacture date: 2017-07-14

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle clipping device safe clip did not cut the needles. This was discovered during use. The following information was provided by the initial reporter: custodian reports that in the month of (B)(6) 2020 (date not exact), the device does not work as it does not cut the needles, as if it had lost its edge.